Event description:
Customer reported the system intermittently locks up and saves images in the wrong order. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. Verified system boots and stores images properly. System operates as intended.